Event description:
The blade broke at the point of the jaw during a lap hysterectomy case. The broken piece fell into the pt but was retrieve with graspers. The case was completed so another instrument wasen't opened. No pt consequence.